Event description:
It was reported that following a stenting treatment procedure the stent needed to be "relined." The 6.0x20x75cm express vascular ld stent was implanted in the left renal artery on an unspecified date. During a CT scan follow up the stent was noted to be abnormal. A "relining" of the stent was performed. Additional patient complications were not reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).